Event description:
It was reported, "the markings are coming off. During intubation". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned. However, the customer sent six representative samples from the same lot. The samples were sent to the manufacturing site for evaluation. The manufacturing site reports "from review of the 6 (six) samples returned, there was no printing marking comes off or peeled off or sticking on to the film of the pouch". It was also reported, that a device history record review was performed. And no relevant findings were identified. Without the actual device to evaluate, the complaint could not be confirmed. And the probable cause could not be determined, from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the markings are coming off during intubation". No patient injury or harm reported. Patient condition reported as "fine".